Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided. H6: event problem codes: patient code: (B)(6).

Event description:
It was reported a probable sinus perforation at the time of placement of implant 26 following the placement of two implants. Postoperative infection was also reported. Pain, infection, edema and abscess were reported as a result of the event. Bone density type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Ups shipment (B)(6) has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 1295395. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1295395 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿relocation into sinus + infection¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error/patient factors. For summary investigation for infection a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.